Event description:
It was reported that the pen ndl 32g 4mm hp experienced product damage/deformation while still considered operable. The following information was provided by the initial reporter: material no. 320550 batch no. 0245209. Consumer reported, when he removes tear drop label prior to injection, there is no patient end. Stated, patient end is missing. Date of event: 2021 (B)(6).

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp experienced product damage/deformation while still considered operable. The following information was provided by the initial reporter: material no. 320550, batch no. 0245209. Consumer reported, when he removes tear drop label prior to injection, there is no patient end. Stated, patient end is missing. Date of event: (B)(6) 2021.